Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
During office visit, surgeon did a condylar constrained liner exchange on a revision he done in 2003, on (B)(6) 2021. This was a liner exchange of a size 4/13 mm condylar constrained insert. The liner had medial wear. Also the spine stiffening screw had sheared off at the threaded junction of the screw. Surgeon was unable to retrieve the rest of the screw that was locked into the stem and tibial tray. This did not affect the insertion of a new condylar constrained liner, but was unable to place a new spine stiffening screw in due to the broken piece still in there. There was no breakage to device. There was no surgical delay or prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
(H3) the revision reported was likely the result of prosthesis wear, which may have been due to the alignment between the femoral and tibial components, third body wear, and/or patient-related conditions, and fracturing of the spine stiffening screw after being implanted for approximately 18 years. The most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.